Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, the reported medical intervention required is a known risk and anticipated possible outcome associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that approximately 6 months post stent assisted angioplasty to treat a severe basilar artery stenosis, the physician decided to deploy another unknown type of stent in the previously treated area. No further information was reported.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that approximately 6 months post stent assisted angioplasty to treat a severe basilar artery stenosis, the physician decided to deploy another unknown type of stent in the previously treated area. No further information was reported.